Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure customer called from outside the room to report the scrub tech told them that arm 4 is floating/drifting. Caller stated this is happening during the case. The technical support engineer (tse) viewed system logs and didn't see any related errors in the logs. No troubleshooting performed.